Event description:
The customer used the device to check blood glucose and obtained a result of 306 mg/dl. Took insulin accordingly, and three hours later spouse could not awake pt. Spouse used the device and obtained a result of 196 mg/dl and then called the paramedics. Emts arrived and tested glucose at 38 mg/dl. Was treated with a IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.